Event description:
Patient presented with an implanted coloplast device that had perforated the tunica. Explanted and replaced with an inflatable penile prosthesis. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).